Manufacturer narrative:
A field safety notice (fsn; z-2617-2024) was delivered to physicians in (B)(6) 2024 communicating the potential for the wavewriter alpha 16 ipg spinal cord stimulation (scs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In (B)(6) 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced the spinal cord stimulation (scs) randomly turn off and on, and inadequate stimulation when needing to charge the implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Additionally, the database is unable to confirm intermittent therapy when the patient was not charging. It appears there were interruptions during some charging sessions, and the charge current was intermittently low indicating inefficient charging. The ipg remains implanted in the patient and delivering therapy.